Event description:
The complaint involved a patient who underwent a knee surgery on (B)(6) 2024. Doctor was drilling the tibia canal with a boss reamer. It was identified by the rep attending the surgery to the surgeon that a small part of the reamer was missing. The scrub nurse searched for the device and could not find it. The surgeon stated that if it is in the tibial he is not prepared to remove the tibial revision implant as it would be more detrimental to the patient. That they would x-ray post operatively if not found. Subsequent to surgery a post op x-ray was performed in recovery room identifying that the instrument is in the tibial shaft - distal to the tibial stem and not in contact as surrounded by palacos r antibiotic cement. This had been identified to the scrub at the start of the case, which is why a count of this item commenced prior to closing the surgical wound. Allowing the surgeon to intervene if he deemed appropriate.

Manufacturer narrative:
This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.